Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 4. On 2024-02-15, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.